Event description:
The surgeon implanted a short minibunion plate on (B)(6) 2020. On (B)(6) 2020, the implant was removed due to pain. As shown in x-ray prior to removal, the dorsal flexion angle is 43.9 degree and causing pain for the patient. Minibunion was removed and replaced with mini fragment plate and screws. No break of the minibunion screws or plates were observed.

Manufacturer narrative:
The surgeon implanted a short minibunion plate on (B)(6) 2020. On (B)(6) 2020, the implant was removed due to pain. No break of the minibunion screws or plates were observed. As shown in x-ray prior to removal, the dorsal flexion angle is 43.9 degree and causing pain for the patient. Minibunion was removed and replaced with mini fragment plate and screws. The explanted devices were returned and examined. Based upon the investigation results, no defects were identified for the crossroads implants that was used. The device failure category is unknown. Additional implants involved in the incident include: ref: 3100-3022lk ln: 500729 qty: 1 product name: 3.0x22 locking screw. Ref: 3100-2714nl ln: 500719 qty: 1 product name: 2.9x14 non-locking screw.

Manufacturer narrative:
The surgeon implanted a short minibunion plate on (B)(6) 2020. On (B)(6) 2020, the implant was removed due to pain. No break of the minibunion screws or plates were observed. As shown in x-ray prior to removal, the dorsal flexion angle is 43.9 degree and causing pain for the patient. Minibunion was removed and replaced with mini fragment plate and screws. Based upon the investigation results, no defects were identified for the crossroads implants that was used. The device failure category is unknown. Additional implants involved in the incident include: ref: 3100-3022lk, ln: 500729, qty: 1, product name: 3.0x22 locking screw. Ref: 3100-2714nl, ln: 500719, qty: 1, product name: 2.9x14 non-locking screw.

Event description:
The surgeon implanted a short minibunion plate on (B)(6) 2020. (B)(6) 2020, the implant was removed due to pain. As shown in x-ray prior to removal, the dorsal flexion angle is 43.9 degree and causing pain for the patient. Minibunion was removed and replaced with mini fragment plate and screws. No break of the minibunion screws or plates were observed.